Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. As well, as that air bubbles were observed within the infusion set tubing. Reportedly, the customer did not perform the proper air removal techniques. Clinical support informed the customer that not performing the air removal step is off-label per the tandem user guide. Customer¿s blood glucose level was 180 mg/dl. The customer did not have an alternate method of insulin therapy available but declined follow up from tandem technical support to confirm an alternative method of insulin therapy was obtained.